Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent a bronchial thermoplasty procedure on (B)(6) 2014. It was reported that the patient was difficult to sedate and seemed to react to glycopyrrolate because of observed tachycardia during procedure. The procedure was completed by a first year fellow with lots of coughing during the procedure due to the difficulty in sedating. Procedure took 2 hours, there was lots of oozing or small amounts of bleeding. They used epinephrine to minimize this during the procedure. The patient was being observed in recovery at keck hospital when physician dr. Chang noted the patient¿s labored breathing and ordered a chest x-ray. The x-ray revealed a pneumothorax and the patient was intubated and a CT scan confirmed a pneumothorax in the lower right lobe. The patient was discharged from the hospital the next day, (B)(6) 2014, and is ¿doing fine.¿

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.